Event description:
It was reported that while using a bd vacutainer® push button blood collection set, one (1) unit had a cracked female connector, resulting in blood leakage during use. No adverse patient or user impact was reported.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. Bd received one sample along with four photos for investigation. The sample exhibited a crack in the luer adapter, as also demonstrated in the attached photos. The device history records were reviewed with no issues being identified. This complaint has been confirmed for the indicated failure mode: damaged/cracked product/component. Bd initiated further root cause investigation relating to the issue of damaged/cracked luer through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.